Event description:
The customer called into philips reporting that a battery will no longer charge. The device was reported as being available for clinical use at the time of the event. However, the reported issue occurred during testing in which there was no patient involvement.

Event description:
The customer called into philips reporting that a battery will no longer charge. There was no patient involvement.